Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that two infusion set cannula was kinked after 3 hours of insertion due to which hyperglycemia occurs. High blood glucose level was 26 mmol/l. Infusion set was placed in abdomen. Event occurred between 05/14/2024 and 05/20/2024. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 10459- device 1 of 2. (B)(6).